Manufacturer narrative:
The customer stated that the operator resolved the issue remotely during troubleshooting with technical solutions center service support. Proper technique for dipping the multistix and cleaning the analyzer was discussed. It was found that the customer was using incorrect cleaning technique. Controls were run and the customer stated that all were in range and the customer is operational.

Event description:
The customer reported discordant results for urine protein on the clinitek status+ exchange. There was no report of injury due to this event.